Manufacturer narrative:
The product was not returned because of contamination with blood and bile. A root cause and corrective action has not been identified, but are currently being evaluated.

Event description:
Dr. (B)(6) inserted the gall bladder into the specimen retrieval pouch. He cinched the pouch closed. Removed the introducer shaft. When he attempted to pull the pouch with enclosed gall bladder, bile shot out of the bottom of the pouch into the abdominal cavity.